Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the transverse colon of a patient on (B)(6) 2012, during a lower gastrointestinal tract stent placement procedure. According to the complainant, the stent was being placed as palliative care for a malignant stricture due to cancer of the large intestine. Reportedly, the stricture was approximately 3cm in length located in the transverse colon. The patient's anatomy was not tortuous but was very narrow and had not been dilated prior to the procedure. The patient had not been undergoing chemotherapy or radiation prior to or after the procedure. Sixteen hours following the stent placement, on (B)(6) 2013, the patient complained of abdominal pain. An x-ray confirmed free air was present and a perforation was noted at the center of stricture, where the center of the stent had been located. The stent remains implanted and the patient was monitored but no other treatment was performed. In the physician¿s assessment, the stent could have contributed to the perforation due to the tightness of the stricture. There was no alleged malfunction of the stent. The patient was reported to have recovered from the perforation, in stable condition and started eating on (B)(6) 2013.